Event description:
It was reported that a home patient (hp) was connected to a homechoice before priming was complete during peritoneal dialysis therapy. The technical service representative (tsr) had the hp check the drain line and pull up and down on the lines. The tsr had the hp close the clamps, disconnect, and assisted with getting the set out. The tsr explained to the hp that they should not be connected during the prime cycle. The tsr explained that the hp could start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . This is a report of a use error, where a home patient (hp) was connected to a homechoice before priming was complete. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.